Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with blood glucose reportedly peaking at 370 mg/dl and remaining elevated after an initial decline, in the context of a missed meal announcement and subsequent user-performed tubing change with insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no reported medical intervention beyond troubleshooting, no emergency treatment, and no hospitalization. Investigation included user education on meal announcements and operational troubleshooting with guided infusion set tubing replacement. Investigation of this case revealed a probable use-related contributor due to missed meal announcement, with no evidence of device malfunction based on available information. It was concluded that the hyperglycemia was consistent with use-related factors and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.